Manufacturer narrative:
Added: d3. Corrected: h3. Pump stop / purge pressure high: the cause of the pump stop and purge pressure high was biomaterial due to the biomaterial found wrapped around the impellor blades and in the purge gap. Removal of the biomaterial allowed the pump to run without issue. Without any other damages noted to the returned pump, and high purge pressures unable to reproduce after biomaterial removal, the biomaterial found was determined to be the cause of the pump stop and high purge pressure. As no data logs were recovered, the distinction between ingestion vs build-up cannot be determined.

Event description:
It was reported that a patient implanted with an impella 5.5 experienced an unexpected pump stop. Multiple attempts to restart the pump were unsuccessful. The pump was exchanged for a new one. No patient harm was reported.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5 revised. D4 revised. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Event description:
Clinical narrative: impella 5.5 was inserted in a 60 year old male patient for off pump CABG. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai shock stage d. During insertion it was noted that after the graft was sutured, the remaining steps were carried out by the operating surgeon. Additional units were given on an initial act of 160. Multiple flushes were performed before the pump was inserted. After insertion the pump was noted to have increased purge pressure (>1000 mmhg). A short time later, the pump stopped. Multiple attempts to restart the pump were unsuccessful. A new pump was subsequently inserted without issue at an act of 230 seconds. There were no identified adverse events to the patient.